Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead experienced a polarity switch to unipolar. The lead is still in use; however, it may be capped. No further information was received, despite multiple follow-up attempts. No patient complications have been reported as a result of this event.